Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The report was incorrectly filed on with cfn number 3010685285. In this report the cfn number is corrected.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s software was reinstalled to address the issue. In addition of the above evaluation, a machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly outlet side panel, tubing due to water ingress and contamination, which was not related to the malfunction/issue.